Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found.

Event description:
It was reported that the device had sensing difficulty and that atrial pacing was sensed on the right ventricular channel, causing right ventricular safety paces. Furthermore, there was no right ventricular capture and the device-measured right ventricular impedance was greater than 3000 ohms. It was also reported that when the device paced the atrium, the patient rate "went flat". The device was removed and replaced. No patient complications have been reported as a result of this event.